Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the catheter sheath slid back from basket tip. No other device damage was noted and no other stones had been captured/crushed prior to this. Reportedly the device was inspected/tested prior to use and no anomalies were noted. The procedure was completed with another trapezoid rx lithotripter compatible basket device. The patient anatomy was not torturous and there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).